Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety core and that both brady and tachy therapy remained available. Review of device memory identified a fault. The fault resulted in software resets performed in an attempt to correct an identified memory inconsistency. The corrupted memory was corrected in the laboratory and the device reverted to normal operation. The cause of the memory inconsistency was not able to be determined through laboratory testing. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device is expected to be returned for testing. This product issue will be re-evaluated if additional information is received.

Event description:
Boston scientific received information that this patient had undergone a computerized tomography (CT) scan approximately five months ago. Additionally, a recent positron emission tomography (pet) scan was performed. It was reported that the device had defaulted to vvi mode with a pacing rate of 60ppm. Device interrogation revealed the device was in safety mode. Device explant was recommended. The device was explanted and replaced. No additional adverse patient effects were reported.